Event description:
A healthcare facility in canada reported, via a fisher & paykel healthcare (f&p) field representative, that a mr290hfv vented autofeed humidification chamber base plate developed a pin-hole leak. The hospital further reported that a nebulised drug flolan mixed with normal saline was administered. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint mr290hfv vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290hfv chamber revealed multiple holes in the base of the chamber and a stain was found on the inside of the chamber base and dome. Further chemical analysis of the complaint device confirmed the presence of sodium bicarbonate and sodium chloride. Conclusion: based on the information provided by the customer and our investigation, the cause of the degradation is due to the use of flolan and flolan diluent in the mr290hfv chamber. These solutions contain sodium chloride which is highly corrosive to aluminium and cause degradation of the aluminium plate over time. Every mr290hfv vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent."

Manufacturer narrative:
(B)(4). The complaint mr290hfv vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a mr290hfv vented autofeed humidification chamber base plate developed a pin-hole leak. The hospital further reported that a nebulised drug flolan mixed with normal saline was administered. There were no reported patient consequences.